Manufacturer narrative:
Zimvie complaint number (B)(4). H6: additional patient code: 1994-pain. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presented with discomfort following implant placement at tooth site #13 (fdi). Upon evaluation, an infection with bone involvement was evident and the decision was made to explant. Symptoms as a result of the event: pain and inflammation.